Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Reported event was confirmed as medical records identified the following: cement spacer explanted, debridement of soft tissue excised, cultures obtained and negative for acute inflammation; noted boney defect in the most superior aspect of the humeral head while reaming; attempted to place a 150mm humeral stem that perforated superiorly into the soft tissue of the shoulder joint, downsized to a 100mm stem; acceptable position of implants were demonstrated by fluoroscopy. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, bone cement, lot # unknown catalog #: unknown, size 90 mm distal humeral body, lot # unknown catalog #: unknown, size 4 x 115 nexel ulna stem, lot # unknown h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial surgery on an unknown date. Subsequently, the patient had a revision about 4 years ago and during the revision it was noted the patient had a boney defect to the most superior aspect of the humeral head and during placement of the humeral stem it perforated through the bone into the shoulder joint. The perforation was repaired with a cement restrictor to prevent further cement protrusion with implant placement. Attempts have been made and there is no further information at this time.